Event description:
A surgeon reported a pt with refractive surprises following bilateral intraocular lens (iol) implant surgeries. She reported that, two months following the surgeries, posterior capsule opacification was noted and yag procedures were performed for both eyes. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: the root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional info was requested 07/29/2011 and 08/16/2011 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).